Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient that 2 months and 2 days post implant of this 27mm bioprosthetic aortic valve, it was explanted and replaced with a 25mm bioprosthetic valve of the same model. The reason for replacement was reported as paravalvular aortic insufficiency in an area of breakdown of the central fibrous tendon of the heart observed on transesophageal echocardiogram (tee). Upon opening the patient's chest, the surgeon noted that the bioprosthetic valve "looks fine". It was also reported that the patient had mitral regurgitation, was in class IV congestive heart failure, and had poorly controlled atrial fibrillation. No additional adverse patient effects were reported.